Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having issue charging their implant (ins), a message showing on the controller saying 'call medtronic'. Pt said they cannot remember the exact message. Pt said the issue started this week. During thecall, agent had the pt reset the controller. Pt said they had start the ins charging session, and the pt could see trying to recharge screen and the middle number was bouncing to 17 and 18 and then it went to 99. Pt said they did not move but the number dropped again to 0. Pt said their ins was on their upper neck and when they charged they normally sit on their recliner and it will charge with no issue, but now the number keeps bouncing. Pt said they got the message system problem rm03. Agent had the patient check the recharger for visible damage, and no damaged was reported. The issue was not resolved. A request was sent to the repair department to replace the recharger. No symptoms were reported.